Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The connections in the mvs computer were verified, the cables unplugged and replugged, and the imaging system booted up properly. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that the mobile view station (mvs) had a black screen and the imaging system would not boot up. There was no patient involved with this concern.